Event description:
When the dr used the clip applier, the clip applier misfired and the clip fell out without clipping the systic duct at all. So he removed it and went on with the rest of the clips in the applier. I tested the clip applier again the next day and it did the same. I tested another clip applier and it worked perfectly. According to dr this happened on two occasions. The patient was not harmed in any way and dr could complete the procedure.